Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 3006705815-2020-32509. It was reported the patients system was explanted as the patient experienced ineffective stimulation and needed the system removed for other unrelated health issues.